Event description:
It was reported that the patient experienced intermittent stimulation from the implantable neurostimulator (ins) . It was noted that the patient could feel the stimulation going ¿thump thump thump¿ in his neck but would go away a few moments later, especially when going to bed. It was reported that this feeling had been going on for 4-5 months. It was noted that the patient could not feel stimulation prior to charging it with help from the company representative. It was reported that the patient could usually feel stimulation when the battery level is ¿higher¿. It was noted that the patient initially felt stimulation as a ¿steady stream¿ when it was first implanted, but the ins was reprogrammed to conserve battery level, and the stimulation was now a thumping sensation. It was reported that the patient¿s ins ¿died suddenly¿ and does not remember when. It was noted that the patient was told he ¿overcharged the unit¿. It was reported that the patient¿s ins was charged to 75% the day prior to the report and was at 50% the day of the report. It was noted that the patient had to charge his ins every night. It was reported that the patient sometimes only gets 4 boxes while charging and some days he gets all 8. It was noted that the patient never received a patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).